Manufacturer narrative:
(B)(4). The handpiece was received attached to an harh36. The handpiece was forcibly removed. The nose cone was cracked and the mount was noted to be loose. The device was connected to generator and there was communication. However, no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure the disposable was not recognized by the generator. But when the surgeon tried to remove it from the handpiece it was impossible. Another disposable device and handpiece was used to complete the case. No patient consequences.